Manufacturer narrative:
Consumer reported via social media that after initial use of the product she experienced burning, redness and tearing when inserting lenses. Consumer reported visiting an eye doctor who indicated that there was a break in the corneal layer and diagnosed as corneal abrasion. Doctor gave the consumer eye drops and stated that it would take 5-10 days to heal. The consumer reported that the antibiotic drops were provided because the doctor wanted to prevent infection. The consumer also reported use of an ointment for relief and healing. No medical records were available and no communication with the eye care professional was established. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reported via social media that after initial use of the product she experienced burning, redness and tearing when inserting lenses. Consumer reported visiting an eye doctor who indicated that there was a break in the corneal layer and diagnosed as corneal abrasion. Doctor gave the consumer eye drops and stated that it would take 5-10 days to heal. The consumer reported that the antibiotic drops were provided because the doctor wanted to prevent infection. The consumer also reported use of an ointment for relief and healing. No medical records were available and no communication with the eye care professional was established. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.